Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ patient contacted broadspire to initiate claim. Patient reported revision surgery. Reason for revision is unknown. No further information is available at this time. (Dor: scheduled for (B)(6) 2010) left side. Update: (B)(6) 2010 - patient was revised to address acetabular loosening. Doi: (B)(6) 2008, - dor: (B)(6) 2010. Update: (B)(6) 2013 - litigation papers received. Litigation alleges bodily injury, pain, and elevated metal ion levels. The femoral head has been added to the complaint. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.